Event description:
High vent pressures were noted on anesthesia gas machine. Pt ws checked. Clinical engineering called. Anesthesia gas machine checked after no issue found with patient. Upon investigation of gas machine, the pre-pack sodasorb was noted to not have the appropriate vented perforation on the bottom. Thus, not allowing proper flow creating the increase pressures. Sodasorb canister changed - pt status unchanged. Peak pressures normal. Could have caused barotrauma or other injury. Dates of use: (B)(6) 2008. Diagnosis or reason for use: part of anesthesia machine.